Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead was dislodged. The physician tried to reposition the lead, but the helix failed to extend. The rv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported events were device dislodgement or dislocation and difficulty in folding, unfolding, or collapsing. Upon receipt, a complete lead was returned for analysis. The reported event of difficulty in folding, unfolding, or collapsing was confirmed. X-ray examination of the lead revealed that the inner coil was over-torqued at the connector region. The cause of the reported event was determined to be over-torque of the inner coil, consistent with procedural damage, and the helix was found to be clogged with blood. Electrical testing did not indicate any conductor fractures or internal short circuits.